Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during the last sample error l3-028 occurred. The probe froze and the control module was frozen as well. The marker was deployed through the needle track. The case was completed without any pt consequence.